Manufacturer narrative:
This report is submitted on (B)(6) 2019.

Event description:
Per the clinic, the patient was hospitalized and treated with topical antibiotics due to infection at implant site. It was reported that the receiver-stimulator had extruded resulting in the decision to explant the device on (B)(6) 2019. It's is unknown if the patient was re-implanted with a new device.

Manufacturer narrative:
This report is submitted november 26, 2019. - attachment: [156555 device analysis report reg.pdf]